Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the calcified coronary artery. Following rotational atherectomy, a 3.00mm x 15mm nc emerge® balloon catheter was advanced and inflated twice at 18 atmospheres. However, during the third inflation at 18 atmospheres, the balloon ruptured. The device was completed removed from the patient. The procedure was completed with a 3.0x15mm non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.